Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial occlusion); (cause of coma is unknown); unapproved use of device (stent graft deployed in the ascending thoracic aorta); conclusion: inherent risk of procedure (arterial occlusion); (cause of coma is unknown); off label, unapproved or contraindicated use (stent graft deployed in the ascending thoracic aorta).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm thoracic aortic aneurysm. It was reported that the patient had a sternotomy performed and was fully debranched. All of the arch vessels are now being fed from the ascending aorta. The patient also had another manufacturer¿s plug placed at the origin of the left subclavian. The physician then proceeded to deploy two valiant stent grafts from a conduit in the ascending aorta. The case was uneventful and the physician believed they had achieved a good result. The patient was still intubated and it was later reported that the patient was in a temporary coma one day post implant from an unknown reason and has since come out of the coma moving the right side. The physicians do not think this is device related and that it may be due to an occluded vertebral artery. No additional clinical sequelae were reported.